Event description:
It was reported that patient had a shoulder surgery done in 2018, in the late 2019 it was found that the q-fix anchor broke causing damage to his shoulder. On (B)(6) of this year, he had his second surgery. Patient still in pain and doctor made two mris on his shoulder and told him that there is a foreign body in his shoulder but he was told this should not cause any issue, but patient has pain. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The device reported, used in treatment, was not returned for evaluation. A relationship between the product and reported incident cannot be established. No product identification information was provided, thus a manufacturing record, complaint history, labeling and risk assessment review could not be conducted. Clinical/medical evaluation was completed and concluded that per report, it was stated two mris (not provided) confirmed the retained foreign body. However, without the requested relevant clinical information or radiographs the root cause of the reported pain and q-fix anchor breakage cannot be determined. The broken q-fix anchor is implantable and retained in the patient¿s shoulder. According to the surgeon, this should not cause any issues. However, we cannot rule out the possibility of micro-motion or migration of the retained broken anchor. The impact to the patient was the second surgery and the unresolved pain. Therefore, no further clinical/medical assessment is warranted at this time. Should additional medical information be provided, this complaint would be re-assessed. A visual inspection and functional evaluation cannot be performed and customer´s complaint cannot be confirmed. Potential factors unrelated to the design or manufacture of the device that may lead to the failure reported include, but are not limited to: (1) excessive force.